Event description:
Customer reported that a pt, previously typed as weak d negative, is now reacting weak d+ (1-2+) using the same lot of product. Pt was tested in 2007. At that time, pt result was weak d negative using db267a1. Customer sent samples to reference lab who has confirmed that samples are positive. No death or serious injury was associated with this incident.